Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that false termination of arrhythmias occurred due to atrial events falling into the blanking period of the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.